Manufacturer narrative:
(B)(4): results of evaluation: endoleak.

Event description:
Additional information was received. Seven months post implant an ultra sound measured the maximum diameter of the aneurysm to be 36 mm. It was also reported that there was increased velocities in the right limb of the graft. There was no observation of thrombus, occlusion or stenosis. Two months ago the maximum diameter of the aneurysm had increased to 47 mm. No intervention was performed.

Event description:
An endurant aui stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Aneurysm and vessel morphology were unremarkable. It was reported that after the aui stent graft was implanted, a proximal type I endoleak was evident and was ballooned and immediately resolved. A localized blushing/type IV endoleak was also evident at the level of the ima. The physician elected not to intervene but rather evaluate the endoleak at the 30 day follow-up. No further information has been provided regarding the results of the follow-up. No additional clinical sequelae were reported, and the patient is fine. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).